Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a decreasing impedance trend. The physician attempted to implant a replacement lead, but that lead was unable to advance, so it was explanted. The original lead was programmed to unipolar sensing and remains in use. No patient complications have been reported as a result of this event.